Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The shim was returned for evaluation but the disassembled bearings were not returned. Visual inspection of the device found that the ball and spring were missing from one of the slots. The device also exhibits stains which is indicative of extended washing. This device was manufactured in may of 2013 and had an approximate field life of three (3) years and seven (7) months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was returned via worn instrument return.